Manufacturer narrative:
D9: 11-apr-2024 device evaluation: one device was returned for analysis in used condition. Visual inspection showed a bubbled downstream occlusion sensor (dso) seal. A remote dose cord was also returned and it was observed that the plastic coating was bent and one of the pins inside the cord was bent. Review of the event history log showed occurrences of "downstream occlusion" and "pca dose cord disconnected" alarms. The reported issue was duplicated during functional testing. The investigation determined that use of the faulty dose cord was the most probable cause of the reported issue. Preventive service of the pump was performed. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd pump recognized that the remote control was connected, but when it was used to trigger a bolus, an alarm was triggered: "patient remote control disconnected". As soon as the button was no longer pressed, the cadd recognized the remote again. As a result, the patient did not receive a bolus of midazolam for 1 night. Patient was at the end of life and died on the morning of the event. No suspected causal link with the patient's death, but significant suspicion of increased pain. Actions were taken in the care facility to manage the patient, return of dm. The device was checked-up and was quarantined.